Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the sample was returned and the production documentation was pulled and reviewed for product code 801400, lot # 211731. The product was produced in march of 2012. This lot was pending a (B)(4) (replacement of ultrasonic welding horn) which is unrelated to this customer complaint. The product is manually placed in a sealer. (B)(4). The complaint was reviewed with the responsible operators to raise awareness of the issue. Based on the investigation this complaint is considered closed. Trends will be monitored for this and similar events.

Event description:
Customer called and informed that: "had a package of patties with hair inside. This was noticed before use without any delay in surgery. Please send a warranty replacement". (B)(4).